Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The user interface pcb assembly was replaced to resolve the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed user interface pcb assembly was further examined and it was determined that the cause of the reported issue was due to integrated circuit (ic), designator u2. U2 was thermally sensitive, which caused the device to lock up.

Event description:
The customer contacted physio-control to report that the service indicator is present on their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device intermittently locks up.